Event description:
Manufacturer was made aware that a fully fused patient was scheduled for surgery on (B)(6) 2015, in which was noted that 2 denali screws fractured at t11&l1.

Manufacturer narrative:
Manufacturer was made aware that a fully fused patient was scheduled for surgery on (B)(6), in which was noted that 2 denali screws fractured at t11&l1. Shafts were left in the patient. Manufacturer expecting primary devices back for evaluation. Manufacturer will file follow-up report once new information is available for reporting.

Manufacturer narrative:
M101-06545 was not returned and could not be evaluated. A general review of the manufacturing and inspection records were reviewed and no discrepancies or contributing factors/trends to this incident were found. M101-06550 lot# lmu was manufactured in approximately december 2010. There were no material or manufacturing defects observed. The manufacturing and inspection records were reviewed and both of the screws were built to specification. Based on the analysis of the fracture surface, the screw fractured due to uniaxial bending fatigue. The k2m spinal implants are intended to provide temporary stabilization. If an implant remains implanted after complete healing it can increase the risk of refracture in an active individual. Final report issued to include k2m's risk assessment review as indicated below. Risk: the serengeti/denali mi risk analysis, risk-011 rev 2: hazard analysis, line 33: screw fails, addresses the scenario described in this complaint/MDR. The probability and severity associated with these hazards are found to be accurately assigned. No edits are required. Technique: the surgical technique guide and IFU are accurate and available to the surgeon - no edits required. Dimensional/material: a review of the per surveillance report did not reveal any contributing information/trends. (B)(4). Manufacturer has made several attempts to gather information. K2m, inc does not expect to receive additional information in regards to this case and then, considers this to be a close-out report.